Manufacturer narrative:
According to the customer, "the fall occurred on carpet. I was proceeding from one room to the next when the main bolt on the front right wheel broke sending me head over heels. I fractured my left foot which seems to be some better. I was walking from one room to another when the break happened". It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, "the fall occurred on carpet. I was proceeding from one room to the next when the main bolt on the front right wheel broke sending me head over heels. I fractured my left foot which seems to be some better.".